Event description:
Complainant alleged that during med flight transport and attempting to monitor a (B)(6) female patient the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patent. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference MDR# 1220908-2013-00074 for a similar report with the same device.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.